Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension was within specification. The reported events of loss of capture and microdislodgement were not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, there was some increased capture threshold due to an alleged dislodgement on the right ventricular (rv) lead. There was no confirmation of any diagnostic imaging being performed. The rv lead was explanted and replaced and the patient was in stable condition.

Event description:
It was reported that the high capture threshold resulted in a loss of capture on the right ventricular lead.